Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the rv lead was explanted and replaced due to an unspecified issue. No additional information was available at this time.